Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was incorrectly displayed. Reportedly, the battery went from 100% down to 15% in a matter of seconds, then jumped in charge later on. The contact declined further troubleshooting. There was no known impact to the customer's blood glucose level.